Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a express sd stent balloon. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. The device showed no signs of damage on the balloon, stent, or tip. The stent was not found to be loose, and the returned balloon was still wrapped, indicating the device was not inflated. Inspection of the remainder of the did not show any damage.

Event description:
It was reported that stent dislodgement occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified renal artery. A 6.0mm x 14mm x 150cm express vascular sd stent was advanced for treatment. However, when the device was delivered into the lesion, the stent got dislodged. There was no intervention as a result of the dislodged stent. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.

Event description:
It was reported that stent dislodgement occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified renal artery. A 6.0mm x 14mm x 150cm express vascular sd stent was advanced for treatment. However, when the device was delivered into the lesion, the stent got dislodged. There was no intervention as a result of the dislodged stent. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.